Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. It was very difficult to move the hemopro cutting tool in and out of the cannula. They were having an issue with it sticking while in the cannula and he avulsed some branches due to it. He was able to finish the case with the same kit. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6: health effect ¿ impact codes -- no replacement was used. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.